Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient presented for an implant procedure. During the left ventricular lead placement, the stylet became stuck. A portion of the inner lead material appeared to come out of the lead with the stuck stylet. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.